Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v119187, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported by the patient that there was a loss of stimulation. The patient programmer showed that stimulation was on and they could connect to the recharger. For the last couple of days they had experienced a reduction in the amount of power it was putting out and they had been bedridden. The day before this report the patient felt crummy and when they recharged their device and then turned it back on it was not as strong. There were no reported falls or trauma. Relevant medical history included headaches. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.